Event description:
It was reported that after the patient received external cardioversion for atrial fibrillation the right atrial lead was no longer capturing or sensing and had pacing impedance less than 200 ohms. Noise was reproduced on atrial electrogram (egm) indicating possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.